Manufacturer narrative:
(B)(4). The patient connected for peritoneal dialysis therapy before the set-up was properly primed which is known to lead to air in tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient line was not properly primed prior to initiating the therapy. The technical service representative (tsr) was assisting with re-priming and the patient stated that they connected because the line was primed. However, the patient then said that there was air in the patient line. The patient was at first stated that the air was in the patient line, but then changed their response to extension line towards the connection. The tsr assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.